Manufacturer narrative:
The type of pump used is unknown along with it's serial and model number. The reporter's information is also unknown.

Event description:
Information was received indicating that a patient learned the care giver's code and administered extra doses of narcotics using a smiths cadd pump. There were no injuries or adverse events reported.